Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a discrepant result was obtained by the laboratory personnel. Confirmatory testing was performed using the bd biogx assay and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Investigation summary: the complaint investigation for discrepant results when using kit bd max¿ sars-cov-2 reagents (ref. (B)(4)) lot #0168229, 0168238 & 0231375 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lots 0168229, 0168238 & 0231375 were manufactured according to specifications and met performance requirements. Customer complained about discrepant results and obtained several discrepant results in december and one in january. They were positive for cov-2 on the bd max¿ assay but negative on the biogx assay, using the 3 different bd max sars-cov-2 reagent kit lots. Despite multiple attempts made to receive information, no data was provided for the investigation. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product lots 0168229, 0168238 & 0231375. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a discrepant result was obtained by the laboratory personnel. Confirmatory testing was performed using the bd biogx assay and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua (B)(4).